Manufacturer narrative:
Reported event of needle being bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the patient's lungs during a transbronchial aspiration procedure performed on (B)(6) 2014. According to the complainant, during the procedure the excelon device was stuck in the scope and could not be withdrawn from the bronchoscope despite multiple attempts. Chest x-ray showed that the needle and the sheath were bent. To retrieve the device, a sheath was cut at the top and a second bronchoscope was introduced to dislodge the needle. A gi polyp snare was then used to pull the sheath out. A minor bleeding was noted during airway inspection which was stopped by epinephrine injection. The procedure was complete with another device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found the working length kinked in several locations for approximately 0.8cm from the proximal end of the needle hub; however, the needle was not bent. The working length was cut at approximately 91 cm from the distal end of the sheath which was consistent by those cut by sharp objects. Functional evaluation cannot be performed due to the cut along the working length. Device analysis determined that the condition of the returned device was consistent with the complaint that the catheter was kinked. With the kinks, efforts to withdraw the device with the needle exposed could have caused the hemorrhaging. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found. From the information available, it appears the device was used according to the dfu/product label.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the patient's lungs during a transbronchial aspiration procedure performed on (B)(6) 2014. According to the complainant, during the procedure the excelon device was stuck in the scope and could not be withdrawn from the bronchoscope despite multiple attempts. Chest x-ray showed that the needle and the sheath were bent. To retrieve the device, a sheath was cut at the top and a second bronchoscope was introduced to dislodge the needle. A gi polyp snare was then used to pull the sheath out. A minor bleeding was noted during airway inspection which was stopped by epinephrine injection. The procedure was complete with another device. The patient's condition at the conclusion of the procedure was reported to be stable.